Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow events following the implant of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported renal dysfunction could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including renal dysfunction. The IFU also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was said that there was malfunction with the heartmate 3 on (B)(6) 2025. The pump was not able to function to the point where a new pump was needed to be implanted which added a significant amount of surgery time. As for the initial pump, it did function at the start. There was concern something was ingested into the pump. After the pump exchange, there were still continued low flows and so it was thought the issue was most likely physiologic with the patient. The patient was stabilized, and the exchanged pump was intended to return for evaluation. It was said that the bottom line was that the pump failed and the decision was made to exchange the pump only after the failure already negatively impacted the patient. The surgery time was extended. A negative impact to the patient occurred, and the surgeon performed prolonged stabilization and troubleshooting as a result. Another issue that was not mentioned was the entrainment of air which was seen before with this pump due to the clasping mechanisms as well. That was the first issue to arise which led to some other issues that occurred. Bottom line was that the pump was having issues and the troubleshooting was complex. The issues that arose after the new pump was implanted did not entirely mimic the issues related to the first go around. The patient was not on impella prior. The patient did not have heparin-induced thrombocytopenia with thrombosis (hitt) as heparin was used during bypass. It was unsure of other history of any hypercoagulable state. There was no info of any arrhythmia or stroke. There was no left ventricular (lv) thrombus on the intraoperative transesophageal echocardiogram (tee). The inflow was in good position. Despite the body surface area (bsa) being low, the lv cavity was not small. The speeds were not run high.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate 3 implant on (B)(6) 2025. The procedure was complicated by low flows and no flow. Thus, the right ventricular assist device was placed. The low flow and no flow continued. There was concern for encroachment of papillary muscle and so the heartmate 3 unlocked and the left ventricle cavity was debrided. Low and no flow continued as well as issues with air on the left side of the heart. There was concern that possibly something was ingested in the heartmate3 pump or that there was an issue with the pump. The decision was made to exchange the pump. The issues continued but eventually resolved with second pump. The pump was intended to return. The low flow alarms were silenced.

Event description:
The manufacturer of the right ventricular assist device (rvad) that was placed temporarily was v-pa ECMO (peripheral venous and central return via 8 mm hemashield graft). The patient's rvad was decannulated on (B)(6) 2025. The patient had critical- basic neurological reflexes off of sedation. The patient was on vaso, epi and ino. The continuous renal replacement therapy (crrt) was being required. The second left ventricular assist device (lvad) was operating as intended. There was no centrimag used.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.